Manufacturer narrative:
Date received by manufacturer: 20jun2019. Date of report: 05aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen issue. The fse remotely provided the part number, and the customer replaced the touch screen to address the reported problem. The unit has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a touch screen failure. There was no patient involvement.